Manufacturer narrative:
The unit was received with a full segment display due to a faulty x2 on the interface board. Analysis was unable to perform the full functional testing including the self-test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test or verify the watchdog timeout alarm due to a full segment display. There were no unexpected audio alarms or beeping. The unit had a stained end cap sticker, a stained address/serial number label, and a stained keypad overlay.

Event description:
The customer called to report a watchdog timeout alarm and a blank display. The customer's blood glucose reading was 321 mg/dl. The customer waited for 2 hours with the battery out, but the display still did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.